Event description:
It was reported that a chronic atrial fibrillation patient presented to the clinic after receiving inappropriate hv therapy and atp therapy due to atrial fibrillation with rapid ventricular response. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.